Manufacturer narrative:
(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. As reported by a healthcare professional, during a coil embolization, the user wanted to withdraw the 8mmx30cm micrusframe18 coil (mfr180830, l13636) from the aneurysm, back into a sl10 microcatheter (mc), however, the coil seemed ¿stuck¿. After some manipulation it became apparent that that the coil¿s resistant material had stretched, and the coil protruded into patient artery. Multiple attempts to obtain additional information were unsuccessful. The device was discarded and therefore no further investigation can be performed at this time. A manufacturing record evaluation was performed for the finished device l13636 number, and no non-conformances related to the reported complaint condition were identified. With the limited information available and without the product available for analysis, the reported customer complaints of ¿coil - unraveled/stretched¿, ¿coil - protrusion into parent vessel¿, and ¿coil - withdrawal difficulty-into microcatheter¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failures. The instructions for use (IFU) cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device l13636 number, and no non-conformances related to the reported complaint condition were identified. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization, the user wanted to withdraw the 8mmx30cm micrusframe 18 coil (mfr180830, l13636) from the aneurysm, back into a sl10 microcatheter (mc), however, the coil seemed stuck. After some manipulation it became apparent that that the coil¿s resistant material had stretched and the coil protruded into patient artery.